Event description:
The customer contact reported during preventative maintenance at the user facility, leakage was noted from the disposable batteries in the battery compartment of the device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device/pump was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.